Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >500 mg/dl (high) while wearing the pod between 24 and 36 hours. It was also reported that the cannula was not properly inserted and it was bent. Symptoms reported include hyperglycemia, nausea, vomiting, lethargy. The patient was treated with IV (intravenous) fluids and insulin drip. The patient was released three days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.